Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Following cleaning of the lead and by applying torque to the connector pin the helix could be extended and retracted. The full helix extension length measured within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.

Event description:
During implant, there was difficulty noted while inserting the guidewire into the lead. Once the lead was in position, electrical measurements revealed high impedance. The lead was explanted and replaced, and all electrical measurements were good. The patient is in stable condition.